Manufacturer narrative:
Customer called service and saying that washed out images was reported on this unit. A field service engineer (fse) went on site and checked the unit for performance and found no problems. Fse verified operation per service checklist (B)(4). Fse completed system check out and returned the unit to the customer for full use.

Event description:
Customer reports that during an unknown procedure the images were so washed out the physician could not see anatomical structures. Staff moved the patient to another room and completed the procedure with a c-arm. No reported injury.